Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73j1800483 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips get jammed in the shaft and when another device was used, the same issue occurred. The clip would become detached from the jaws at the hinge and proximal end would move out of the jaws to the side as the surgeon attempted to close jaws.